Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the helix mechanism failed during implant procedure. No further information was provided.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information noted that during the implant procedure, the atrial lead exhibited p wave variation. The physician decided to reposition the lead once again and when he tried to fix the lead, the helix was not extending. The lead was explanted and replaced. Patient was stable.